Event description:
Hill-rom received a report from the account stating the bed exit alarm was not loud enough. The bed was located in the bed shop at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
Hill-rom technical support found the external alarm needed to be replaced. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom user manual, if the bed exit alarms does not arm and all three mode indicators are flashing, remove the pt and zero the bed exit system. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Hill-rom technical support recommended the account replace the external alarm to resolve the issue. Based on this info, no further action is required.